Manufacturer narrative:
No systemic issue was identified and the reason for the differences observed is sample-specific. Samples at the limit of detection (lod) of the assay can be expected to generate wavering results upon repeat with the same platform or different platforms.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged a discrepant result for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® 68/8800 systems. Patient 1 sample initially generated positive results for sars-cov-2 (target 2) and pansarbecovirus (target 3). The same sample was retested on the cobas sars-cov-2 & flu a/b v2 assay which yielded negative results. Patient 2 sample initially generated a positive result for pan-sarbecovirus (target 3). The same sample was retested on the cobas sars-cov-2 & flu a/b v2 assay which yielded negative results for all targets. The initial results were released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
Investigation is ongoing.